Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant 20-millimeter (mm) non-medtronic balloon aortic va lvuloplasty (bav) was performed due to it being a standard for the implanting physician. During the first deployment attempt of the transcatheter valve, at 60% deployment, the pacer was inadvertently turned off and the valve dislodged above the annulus. Subsequently, the valve was fully recaptured due to the implant depth being too high, and a potential infold was noted. The valve was then redeployed, and at 80% deployment, an infold was confirmed at an implant depth of 3 mm. The valve was subsequently recaptured and withdrawn. A new valve was loaded into a new delivery catheter system (dcs) and used to complete the procedure. Per the physician, the dislodgement was due to the pacer shutting off. It was noted a 5-minute procedural delay occurred as a result of the event. No patient complications have been reported as a result of this event. Additional information was received indicating that the temporary pacemaker inadvertently turned off due to a nurse unplugging the device.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the dcs was received with a valve loaded within the capsule. The device handle and capsule were closed on receipt of the device. The nosecone was over captured by the capsule. A slight bend was evident to the capsule. Delamination was evident to the proximal capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected with infold noted. An in-house 29 mm valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected. No other deformation evident to the remainder of the device. The reported dislodgement could not be confirmed through analysis. Updated data: d9, h3, h6. Corrected data: d3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (B)(6); product type: 0195-heart valves; implant date: na; explant date: na, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant 20-millimeter (mm) non-medtronic balloon aortic valvuloplasty (bav) was performed due to it being a standard for the implanting physician. During the first deployment attempt of the transcatheter valve, at 60% deployment, the pacer was inadvertently turned off and the valve dislodged above the annulus. Subsequently, the valve was fully recaptured due to the implant depth being too high, and a potential infold was noted. The valve was then redeployed, and at 80% deployment, an infold was confirmed at an implant depth of 3 mm. The valve was subsequently recaptured and withdrawn. A new valve was loaded into a new delivery catheter system (dcs) and used to complete the procedure. Per the physician, the dislodgement was due to the pacer shutting off. It was noted a 5-minute procedural delay occurred as a result of the event. No patient complications have been reported as a result of this event.